Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level of 400 mg/dl. Therefore, the patient was hospitalized on (B)(6) 2024 with blood glucose level of 400 mg/dl and diabetic ketoacidosis. The patient was sick/unwell, had extremity pain/cramps, nauseous dizziness, body cramping. During hospitalization, the patient was treated with intravenous drip. The patient stayed in hospital for less than 24 hours. Currently, the blood glucose level of the patient was 271 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 23-may-2025. Device history record (DHR) review: the lot 6005948 was manufactured according to the work instruction (wi) version 78 on 09-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 23-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction based on complaint information no malfunction describe and lot 6005948 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.